Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump reservoir retainer ring came off and experienced hyperglycemia with a blood glucose value of 530 mg/dl at the time of the event. The customer visited the emergency room and was treated with the intravenous insulin drip and the customer experienced symptoms such as feeling sick/unwell, flu-like, and headache. Troubleshooting was performed and found that the the reservoir was unable to lock in place when inserted into the pump. It was also found the customer had been using the insulin pump system within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The customer was hospitalized for alleged high bgs, cosmetic damage located at the reservoir compartment (missing retainer ring) and reservoir unable to lock into place found on (B)(6) 2023 (primary svn: (B)(6). On svn: (B)(6) the customer alleged high bgs and pump error 130 on (B)(6) 2022. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to missing retainer. Unable to complete the functional testing and test for pump error 130 due to missing retainer. There was no data available on the event date 11-mar-2022. Unable to verify pump error 130 in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. No damage noted on the motor. The motor was tested outside of the device and passed. Pump received with missing retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay and stained keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The battery cap was received with slight damaged (2 broken heat stake posts). Please see below for the bolus listed on the event date 15-oct-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 07:49:33.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4.3. Bolus amount delivered = 4.3. Please see below for the daily total of all insulin delivered on the event date 15-oct-2023 in the pump history file (primary svn: (B)(6). On (B)(6) 2023 00:00:00.000. Daily totals. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 37.075. Daily total of basal insulin delivered = 32.775. Daily total of bolus insulin delivered = 4.3. There were no auto suspend (12) alarm noted in the pump history file (primary svn: (B)(6). There were no user suspended alarm noted on the event date 15-oct-2023 in the pump history file (primary svn: (B)(6). Please see data pertaining to svn: (B)(6) and event date 11-mar-2022 below. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 11-mar-2022 due to no data available on svn: (B)(6). Unable to perform the history review 1 week prior to the event date 11-mar-2022 in the pump history file due to no data available on svn: (B)(6). Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to missing retainer. Unable to confirm alleged high bgs. Missing retainer ring confirmed. Cosmetic damage was confirmed reservoir compartment (missing retainer ring). Reservoir unable to lock into place confirmed. Pump error 130 unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.